Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor serter anomaly. Customer advised that they tried to insert the sensor twice and both times they were unsuccessful. The first time the serter picked up needle and left sensor behind and the second time the sensor became jammed in the serter. Customer was advised that the sensors and the serter would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The analysis complaint against the insertion device, the customer returned only the enlite sensor.